Event description:
The patient reported, she had a lead revision for unwanted abdominal stimulation on an unknown date and st. Jude medical was not notified.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.